Event description:
It was not possible to drain the drip chamber. Even when the collection bag was changed. The drip chamber was drained with a syringe. The product concerned is an edsiii, (B)(4). The incident was reported due to the risk of infection. No other clinical consequences.

Manufacturer narrative:
The sample was not returned for evaluation. The complaint could not be verified. The lot number for the device is unknown; product code 82-1731. It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed. Device not returned.